Manufacturer narrative:
The drill guide is designed to rpovide a channel for the drill inserted through the pt's cheek. It is desirable to keep this diameter as small as reasonable to minimize tissue trauma as a result of the incision / allow healing iwth a small scar. If the drill is angled while applying presure, the dril can contact the surface of the drill guide, resulting in friction and overheating at the tissue site. This could lead to a burn in the area where the drill is angled. The device is designed to have the drill go straight through. On dimensioned reinspection, the returned drill guide met sepcification. The product in questions was discontinued in may 2005 and is no longer available for sales.

Event description:
Pt undergoing mandibular osteotomy. This is a surgery which uses a percutaneous incision through the cheek. A drill guide is used to isolate the soft tissue, and the drill invented into drill guide to perform the necessary cuts. This procedure usually leaves a small scar at the percutaneous site. Same patients elect to have the scar rinsed for cosmetic reasons. In this case, the drill guide overheated due to frictional contact with drill, resulting in a burn at the site. Co informed in 2006 that pt wants plastic surgery for revision of burn at percutaneous site.